Event description:
It was reported that upon implant the patient couldn¿t get any stimulation and thus had the amplitude turned up high to try to feel the stimulation. While lying on the couch in a certain way he got a jolting/shocking sensation that sent him into convulsions-this occurred between implant and the patient¿s heart attack on (B)(6) 2003. The patient had another heart attack on (B)(6) 2003 and at that point his cardiologist told him to keep the implantable neurostimulator (ins) off, and had been off since that time frame. It was noted that his cardiologist did not attribute the heart attacks directly to the ins. The patient stated his healthcare provider (hcp) ¿didn¿t get the leads connected correctly,¿ and hadn¿t seen him since 2003 because he retired. The patient wanted to find a doctor to remove the ins (he had multiple doctors decline to take it out) and because it was a workman¿s comp. Case he had further difficulty related to insurance. It was noted that since turning the ins off he had two more heart attacks, a triple bypass surgery, and had a pacemaker implanted. It was noted the patient asked if there was a correlation between stimulation and heart attacks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0228086v, implanted: (B)(6) 2002, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3487a, lot# j0228086v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).